Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for hyperglycemia. The blood glucose reading was unknown. The nurse called reporting that they were expecting the customer's trainer to come. Advised that troubleshooting for high blood glucose could be performed over the phone but would need to look up the trainer's information. The nurse stated that an attempt to contact the customer's doctor would be made. Nothing further reported.